Manufacturer narrative:
D10: 170-40-03, (B)(6)- biolox delta femoral head 40mm 0d, +3.5mm 180-65-30, (B)(6)- alteon 6.5mm screw, 30mm 180-65-40, (B)(6) - alteon 6.5mm screw, 40mm 101-05-30, (B)(6) - 3.2mm drill bit30mm 1pk 190-20-08, (B)(6) - alt ha s noclr std sz 8 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01173. The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Both failure modes were confirmed from the reported radiographs and images provided. In addition, although metallosis was observed on the femoral head, the allegations of wear of the acetabular cup could not be confirmed from the provided images, and the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 59 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear and osteolysis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.